Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic caecectomy procedure, the device fired initially, but was unable to be opened afterwards. A new handle was used together with the old reload, but the same issue occurred. A new reload and stapler were used to complete the procedure. The surgical procedure was extended for less than 30 minutes. There was no patient injury.